Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. It was reported that the patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient did not experience a peritonitis event. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.